Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 30 mg/dl at the time of the event. The customer was found unconscious and was transported to the hosp via ambulance. While being taken to the hosp, the customer's blood glucose read 180 mg/dl when the paramedics checked it. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer uses quick-set infusion sets. No lifestyle issues were noted. Nothing further was reported.